Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury associated with the worsened flail, and the cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr), appears to be due to the difficult or delayed positioning (leaflet grasping), as multiple grasping/ capturing attempts can impact anatomy. The cause of the reported difficult or delayed positioning (leaflet grasping) associated with the regrasping was due to challenging patient anatomy (highly mobile posterior flail). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted a posterior flail was present. An ntw clip was inserted and was placed on the mitral valve, reducing mr to a grade of 2. It was noted that grasping was difficult due to mobility of the posterior flail. After grasping, the posterior leaflet was still highly mobile, so the clip was reopened and attempted to be repositioned. After re-opening the clip, it was observed the severity of the posterior flail had increased. The physician stated the worsening of the flail was caused by the mitraclip. The clip still able to grasp both leaflets, reducing mr to a grade of 2. However, after deployment, the mr returned to a grade of 3-4. Two additional clips (ntw and xtw) were inserted, but were unable to reduce mr. Therefore, the clips were removed and the procedure was discontinued. Mr remained at a grade of 3-4. There was no clinically significant delay. No additional information was provided.